Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.038.405s. Lot number: h477539. Part manufacture date: 20 november 2017. Manufacturing location: (B)(4). Part expiration date: 31 october 2027. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 105mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of (B)(4) pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent the removal of a protruding proximal femoral nailing system (tfna) fenestrated helical blade. It was revised to a shorter screw implant. The patient was okay. (B)(4) captures the post op event the removal of protruding proximal femoral nailing system (tfna) fenestrated helical blade and (B)(4) captures the intra op event wherein during revision surgery the screw inserter was not functioning properly due to damaged threads. Concomitant devices reported: unknown (tfna) nail (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for 1 tfna fenestrated helical blade 105mm - sterile. This is report 1 of 1 for (B)(4).